Manufacturer narrative:
The embolic material was not returned for analysis as it was consumed in the procedure; therefore, the complaint of catheter entrapped by embolic material issue could not be confirmed, and the event cause could not be determined. Attempts were made to gather specific information, however, our attempts were unsuccessful. It is possible that significant reflux of the embolic material may have contributed to the reported issue. Per our instructions for use (IFU): difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time; angio-architecture: very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles; vasospasm; reflux; injection time. To reduce risk of catheter entrapment, carefully select catheter placement and manage reflux to minimize the factors listed above. Embolic material reflux along the distal tip of the micro catheter: apart from the risk of ischemic complications due to unintended embolization, significant reflux may result in entrapment of the micro catheter causing difficult removal. The amount of reflux that can be accepted must always be compared to the angio-architecture of the malformation to minimize risk of the unintended embolization or difficult removal. In general, minimize the reflux to less than 1 cm along the distal tip of the micro catheter. Should catheter removal become difficult, the following will assist in catheter retrieval. Further traction (of 3-5 cm) may be applied gently if necessary to transfer distal catheter shaft. Hold this traction for a few seconds and release. Assess traction of vasculature to minimize risk of hemorrhage. This process can be repeated intermittently until catheter is retrieved. Do not apply more than 20 cm of traction to catheter to minimize risk of catheter separation. Under some difficult clinical situations, it may be safer to leave a flow-directed catheter in the vascular system rather than risk rupturing the malformation and, consequently a hemorrhage, by exercising too much traction on an entrapped catheter. This is accomplished by stretching the catheter and cutting the shaft near the entry point of vascular access allowing the catheter to remain in the artery. If catheter breaks during removal, distal migration or coiling of the catheter may occur. Same day surgical resection should be considered to minimize risk of thrombosis. All products are 100% inspected for damages and irregularities during manufacture. Linked events: 2029214-2017-00568, 2029214-2017-00569. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: endovascular treatment of cerebral arteriovenous malformations with onyx embolization¿ he (B)(6). Medtronic receive the following reports: after the intervention, two microcatheters were found glued to the injection site.